Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a cartridge with 150 units of insulin and the insulin gauge displayed an accurate fill estimate of over (B)(6) units of insulin in the cartridge. The customer reported a blood glucose level of 288 mg/dl, which was addressed with a correction bolus. Tandem technical support educated the customer on the insulin gauge calculations of the pump. Multiple attempts were made by tandem technical support to obtain if the fill estimate updated to an accurate reading after the delivery of (B)(6) units of insulin; however, no further information was provided on the reported event.